Event description:
It was reported that a boston scientific device was implanted. According to the complainant, the patient experienced an unknown injury. According to the physician¿s office, the mesh was acceptable post-procedure. The patient complained of posterior prolapse when walking and standing for a period of time. The second mesh repair procedure was performed on (B)(6) 2012. During the next post-operative visit, the patient was reported to be fine. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.